Event description:
A report was received that the patient was explanted due to pain and discomfort where the leads were sutured down. The patient is reportedly doing well.

Event description:
A report was received that the patient was explanted due to pain and discomfort where the leads were sutured down. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs phase iii 50cm linear lead model # sc-1110 serial # (B)(4) description: scs ipg kit.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The patient stated that he wanted to get implant out of hibernation. The complaint was not verified as the ipg was able to be charged in two charge cycles. The device failed on the electrical tests which is a characteristic of analog ic failure. The source of the failure could not be determined. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)) device evaluation indicated that the lead ((B)(4)) passed visual, electrical and photographic imaging tests performed. No anomalies were found. Device evaluation indicated that the lead ((B)(4)) failed visual, electrical and photographic imaging tests performed. The complaint of uncomfortable stimulation was confirmed. The lead has four broken electrode wires at the suture site.